Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device alarmed a hardware low level failure. The caller also reported that they received the letter regarding the audio anomaly. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 11 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.